Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was depleting faster than expected. Previously the device showed four and a half years remaining longevity. During the recent check, the device showed one year remaining longevity. As of this time, the device remains in service. No adverse patient effects reported.

Event description:
It was reported that this pacemaker was depleting faster than expected. Previously the device showed four and a half years remaining longevity. During the recent check, the device showed one year remaining longevity. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received which reported that the patient later had a non device related procedure, during which right atrial (ra) noise and oversensing were observed, causing the minute ventilation (mv) feature to be disabled. Additionally, the patient was feeling skipped beats. Technical services (ts) discussed options to program the feature back on. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was depleting faster than expected. Previously the device showed four and a half years remaining longevity. During the recent check, the device showed one year remaining longevity. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received which reported that the patient later had a non-device related procedure, during which right atrial (ra) noise and oversensing were observed, causing the minute ventilation (mv) feature to be disabled. Additionally, the patient was feeling skipped beats. Technical services (ts) discussed options to program the feature back on. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was explanted, replaced, and returned for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was depleting faster than expected. Previously the device showed four and a half years remaining longevity. During the recent check, the device showed one year remaining longevity. As of this time, the device remains in service. No adverse patient effects reported. Additional information was received which reported that the patient later had a non-device related procedure, during which right atrial (ra) noise and oversensing were observed, causing the minute ventilation (mv) feature to be disabled. Additionally, the patient was feeling skipped beats. Technical services (ts) discussed options to program the feature back on. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was explanted, replaced, and returned for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.